Event description:
Reporter alleged blood glucose measured 45 mg/dl compared to the nurses' measurement of 130 mg/dl when testing was performed within one minute of each other. It was stated customer was given a spoon of honey, however, no actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.